Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by diarrhea, abdominal pain, and turbid effluent. The cause of the peritonitis was not reported. The day after the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Physioneal therapy remained ongoing. At the time of this report, the patient was recovering from the peritonitis event. While no breach in aseptic technique was reported, the patient was retrained on "how to handle and to prevent peritonitis." No additional information is available.